Event description:
It was reported by the vad coordinator that the patient expired due to worsening aortic insufficiency and renal failure. It was reported the patient was not a candidate for transcatheter aortic valve replacement (tavr) or hemodialysis. The device was operating as intended and will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct correlation between the device and the reported aortic insufficiency, renal failure, and subsequent patient outcome could not be determined through this evaluation. The account reported on 08nov2019 that the patient had a history of severe aortic insufficiency (ai). The patient was reportedly not a surgical candidate and could not undergo transcatheter aortic valve replacement (tavr). It was later reported that the patient expired on (B)(6) 2019 due to renal failure. The patient¿s expiration was determined not to be related to the device. The device operated as intended with no malfunctions. The patient reportedly experienced worsening ai and renal failure, and was deemed not a candidate for tavr or hemodialysis (hd). It was reported that the device would not be returned for evaluation. The heartmate ii lvas IFU lists renal failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. In addition, this document warns that moderate to severe aortic insufficiency must be corrected at time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device identification, device manufacture date: additional information. Manufacturer's investigation conclusion: a direct correlation between the device and the reported aortic insufficiency could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(4) and no additional related events have been reported at this time. The heartmate ii lvas IFU warns that moderate to severe aortic insufficiency must be corrected at time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of severe aortic insufficiency, not a transcatheter aortic valve replacement candidate. No further or additional information was provided.